Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron plus g136, they allege that the insert is getting hot. No injury was reported from the alleged event.

Manufacturer narrative:
On 10/16/2024 evaluation tech: mjo. W4d water sol,iso valve build up/debris. Continuous water leaking due to debris buildup in the water system not allowing the solenoid to close completely, debris buildup in the water filter. Damaged overlay ribbon cable, cracked auxiliary foot pedal connector on the power drive board. Dead/leaking batteries in wireless foot pedal. Cabinet has broken body posts. Worn foot control pad. ***coild not duplicate "insert getting hot." Found no evidence of unit overheating. Advise customer to ensure that water pressure to unit is at recommended 40 psi considering they are having the same issue with 5 different units.*** will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Hpc - 03240. Hp - 202311.